Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 300 mg/dl less than 4 hours after the pod was activated. Upon inspection she noticed the needle never fire the cannula into the infusion site.